Event description:
It was reported that the programmer's screen was not lighting up upon power-up, and that it is very difficult to read. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head's uplink amplitude was out of specification and it was noted that its label was delaminated. (B)(4).